Event description:
According to the reporter, the balloon popped during the operation. There was no patient injury or medical intervention. The surgery time was not extended by 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator, dissector balloon, valve seal and doors. The inflation bulb was received. Pmv performed functional testing: the dissector balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received they replaced the device to resolve the issue.